Event description:
Caller reported experiencing a tandem mobi cartridge alarm during the loading process. There was no adverse impact to the customer¿s blood glucose level. Caller successfully reloaded the cartridge and resumed insulin therapy, resolving the issue.